Manufacturer narrative:
H10: the service engineer reported that the battery was replaced, and the issue was resolved. This concludes this investigation. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17984.

Event description:
This report is based on information provided by philips service personnel and is being investigated by the philips complaint handling team. Philips received a complaint from the technician, reporting that the v60 ventilator had a battery that would not hold a charge. It was not in clinical use at the time of event. No patient or user harm reported. A philips technician reported that the battery does not hold a charge. The technician verified all function and reported that the ventilator displayed a low battery. A battery test was performed and determined that the battery was defective. Investigation remains ongoing.